Event description:
Customer reports two days prior, during a ureteroscopy procedure on a male patient, the fluoro stopped working and procedure was completed using rad shot images. When customer attempted to start room on monday, the room would not function at all. Patient schedule was moved to another room for the day.

Manufacturer narrative:
Liebel flarsheim manufacturing report: when field service engineer arrived on site, the system was in operation. Fse checked settings, connections and power on the sedecal generator and verified operation per sedecal manual. System is operating properly, no problem found. System returned to full service by the customer.